Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing; however, the reported problem could not be duplicated. A replacement front panel has been ordered and will be replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.